Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was considering explant due to lack of efficacy in lumbar region and overstimulation in the legs. The battery was found to be overdischarged when attempting to program high density settings. A trickle charge was done for two hours with no results. Further information received from the representative reported that it was suspected the battery had been overdischarged for six months. The patient had stated that the stimulation bothered her leg too much and she was considering explant. Additional information received from the representative reported that the patient needed stimulation to be pretty strong in the legs to get a little in the lumbar area and it was more leg stimulation than she could tolerate. After doing overdischarge protocol the battery was operating with a high density program. The patient was going to see a physician in two weeks to evaluate the efficacy. The indication for use was spinal pain. Additional information was received from a manufacturer's representative. The patient's overdischarge was resolved. The trial therapy on hd did not provide the patient with relief. The stimulator was explanted. The patient stated they needed an MRI and the ins needed to be out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.